Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Four devices were found to have high impedance. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device caused run on. There was no patient involvement; no patient impact.